Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, when the surgeon pulled out the device from the trocar, it started to lose co2 gas. A new trocar was used to complete the procedure. There were no adverse consequences for the pt.